Event description:
Information received indicates the brake casters are locking into brake, but continue to swivel.

Manufacturer narrative:
The technician replaced the four worn casters and adjusted the brake to repair the stretcher.